Manufacturer narrative:
The vascade 6/7f was not returned for evaluation as the facility discarded the single use device. Since the device was not returned and the lot number was not provided the DHR review and nces / CAPA review could not be performed. However, a complaint history review found from june 2024 up until the past 12 months, there have been 6 items reported for "di - 08 disc -- difficult or unable to deploy" defect code on the 700-580il disposable. A trend analysis was performed on "di - 08 disc -- difficult or unable to deploy" defect code as of june-2024 and found no adverse trend or spike has been identified in the last 3 months. The root cause of the reported complaint cannot be determined at this time; it is not possible to determine if there was a defect related to the manufacturing of the disposable due as no sample or images of the defect were provided for evaluation. The reported defect could not be confirmed.

Event description:
The vascade 6/7f device was chosen for closure and inserted into the 6f sheath. The disc was deployed, and when the device was retracted, resistance was felt due to the device being further out in the vein. The deployment of the venous access was completed and collapsed the arterial disc. The device was removed without deploying the collagen and manual compression was applied at the artery access. Two days post procedure, the patient experienced groin pain. A CT scan revealed a dissection of the femoral artery near the access site and an occlusion of the popliteal artery in the leg. The patient underwent surgery, during which the surgeon removed a blood clot at the point of the occlusion. The surgeon confirmed it was a blood clot and not collagen.